Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, although the malfunction code reoccurred afterward. Consequently, technical support arranged to replace the pump, and the customer reverted to multiple daily injections as a backup therapy.